Manufacturer narrative:
H4: the lot was manufactured from may 20, 2022 - may 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leakage when opened. This issue was discovered prior to patient use. The device was filled with 3000mg fluorouracil in 115 ml sodium chloride. There was no patient involvement. No additional information is available.